Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g1-2, g3, g6, h2, h6, h10, h11. The following sections were corrected: g1-2. D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford bearing; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty at an unknown date. Subsequently, they underwent a revision surgery due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.